Event description:
It was reported failures of "lvp module pressure sensors; most of the time it is the upper pressure sensor; however, both sensors get replaced." In some cases, the log file helps determine failure when performing functional or pm preventative maintenance testing. Sometimes the devices will be returned with channel errors that require replacement of the pressure sensors. This was reported to bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an 8100 channel errors due to pressure sensor issue was not determined because no products or device logs were returned.